Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported blood glucose results of 55 mg/dl on accutrend system, 96 mg/dl on advantage system within 10 minutes, same fingerstick blood sample. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.